Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the tissue pad partially detached. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lab cholecystectomy procedure, the surgeon noticed the tissue pad was becoming detached from the jaw. He removed it trough the trocar and completed the procedure with a new like device. There were no error codes displayed. There was no piece that fell into the patient.